Event description:
It was reported that the tip of the inner 2.5 hex screwdriver fractured during a revision surgery to extend the construct, but that there was no patient harm or procedural delay. Another driver (shaft only no sleeve) was used to complete the surgery.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.